Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure, the physician experienced some resistance while advancing the delivery system through the esheath. Prior to valve deployment, the valve moved on the balloon and once they tried to deploy the valve, the aortic side of the balloon failed to open. The valve was then deployed in the ascending aorta. Initially the 29mm commander delivery system was prepped and had some resistance going through the esheath. After some troubleshooting (pulled back the sheath out a little bit to provide the tension as the balloon was being advanced) the delivery system was able to be advanced. Before it was inserted, the physician said there might have been additional volume in the proximal end at the inner nose cone. After the delivery system was advanced, the balloon was able to be aligned in a straight segment. Once the delivery system was able to get across the arch, additional contrast was noticed on the distal side of the balloon near the nose cone. The volume was aspirated thinking that there may be a potential issue with the volume being in the nose cone and running into a problem with crossing the valve. Once the valve was at the top of the marker, the pusher was pulled back and the valve was observed to have slipped back (more on the aortic side than the ventricular side/over the aortic marker/2-4mm beyond the aortic marker). The pusher was pulled back and it was decided to come back out of the annulus and try to realign in the ascending aorta. Valve alignment was done again and the valve moved on balloon 3-4mm beyond the marker. At this point, it was decided to proceed because the balloon kept shifting with the fluid in the system (went back to almost the same position they were in prior to second alignment). The valve was deployed under rapid ventricular pacing, however, while the ventricular side of balloon opened up, the aortic side of balloon failed to open. The delivery system was pulled back and the valve was pulled back from the annulus and deployed into the descending aorta. A new system was prepped (new sheath, delivery system, valve) and a new sapien 3 valve was then deployed in the annulus without any issues. The patient was stable at the conclusion of the case and was discharged on pod2. Additional information provided indicated the patient was readmitted a week later for dka, became septic and died of hypoxic respiratory failure.

Manufacturer narrative:
The case cine imagery, the patient¿s 3mensio report and the delivery system were returned to edwards lifesciences for evaluation. During a review of the cine imagery provided, the following observations were made: the valve was observed to not be aligned between the alignment markers prior to deployment (flex shaft was already pulled back to the triple markers). During initial inflation, only the distal section of the inflation balloon inflated. The crimped valve was observed to slide off the inflation balloon as the balloon was being inflated. Review of the 3mensio report showed mild tortuosity and calcification in the patient¿s access vessels along with vessel diameters. The returned delivery system was visually inspected for abnormalities. Gouges were observed on the flex tip. No relevant dimensional or functional testing was able to be performed due to the nature of the complaint. During manufacturing, the delivery system was both visually inspected and tested several times throughout the process for the following: general specifications for s3 balloons (balloon dimensional inspection, balloon visual defects inspection, visual inspection of balloons for defects and cosmetic appearance), crimp balloon molding process (crimp balloon dimensional inspection and balloon visual inspection), spring coil installation (marker band inspection), balloon pleat fold, & forming (balloon size, acceptable fold lines) and commander visual quality standard inspection (functional inspection). In addition, each lot is required to undergo product verification for the following: 1) visual inspection to ensure device is free from physical defects such as kinks and cracks, and loose or missing components prior to functional test 2) fine adjustment verification test where balloon shafts are pulled from default position to valve alignment position to ensure valve alignment position can be achieved and 3) locknut/collet engagement force test. The above listed inspections during the manufacturing process support that it is unlikely that a manufacturing non-conformance contributed to the reported complaints. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events. A lot history review was performed and revealed no other complaint relating to delivery system ¿ valve movement on balloon. Complaint data for the previous 12 months was reviewed (september 2017 through august 2018) for the commander delivery system (all models and sizes). Review of these complaints identified patient/procedural factors as potential root causes for this issue. The investigation and associated risks are documented in a product risk assessment. Additionally, a CAPA was previously initiated to document the investigation and drive corrective/preventive action as appropriate. Based on the available information we can speculate that the root cause of the reported complaint is related. Of note, no dimensional nonconformances that would have contributed to the complaints have been found. A review of complaint data revealed that the complaint rate did not exceed the august 2018 control limits for the applicable complaint trend category (¿valve movement on balloon¿). The edwards delivery system instruction for use (IFU), the prepping manual, and the training manual were reviewed for instructions involving esheath and commander preparation and procedure. No IFU/ training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ¿delivery system ¿ valve movement on balloon¿ was confirmed. A review of complaint history suggests that the following factors may have contributed to the reported valve movement on balloon after retracting the flex tip: a pra was previously initiated to investigate and document the valve movement on balloon issue and its associated risks. In the pra, build-up of tension within the delivery system during the procedure was identified as a possible cause of valve movement on balloon. The subsequent release in tension from flex tip retraction could then have contributed to the observed valve movement. Gouges were seen on the flex tip, which can be indicative of high alignment forces. Additionally, imagery of the procedure during valve alignment was not provided and thus could not be assessed for tension build up or whether valve alignment was performed in the straight section of the aorta. Tension build up can result from: 1) tortuous, tight vasculature. As reported, the patient¿s mld was 5 mm, which is less than the indicated size of 6 mm for use with the 29mm commander delivery system/16f esheath. 2) performing valve alignment at a bend or angle (such as in a non-straight section of the aorta). 3) residual volume left in the balloon. As reported prior to delivery system insertion, ¿the physician said there might have been additional volume in the proximal end at the inner nose cone contrast was seen in the distal portion of the inflation balloon¿. Residual fluid left in balloon prior to valve alignment and deployment can cause the distal end of the balloon to expand, therefore displacing the valve proximally once the flex tip is retracted to the triple marker band (and no longer in contact with the valve). Available information suggests that patient and/or procedural factors may have contributed to the complaint events; however, a definitive root cause is unable to be determined at this time. No manufacturing or IFU/training inadequacies were identified. Available information suggests that patient and/or procedural factors may have contributed to the complaint events. A product risk assessment and a CAPA was initiated for further investigation and potential corrective/preventive action(s). Since the respective trend categories do not exceed control limits, no further corrective or preventive actions are required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.